Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported balloon rupture was not confirmed; however, a tear was noted on the returned device, which is likely what the account perceived as the reported balloon rupture since the balloon would not hold pressure. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the reported information and results of the complaint investigation there is no indication the reported balloon rupture or noted tear in the outer member on the returned device is related to a potential product quality issue. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. Return device analysis noted a tear on the outer member proximal to the proximal balloon seal. In this case, it is possible that the bdc was inadvertently mishandled during preparation and/or interacted with and accessory device during advancement such that the outer member became damages and upon attempts to inflate the balloon the damaged material leaks, giving the impression of a balloon rupture; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the vessel was mildly tortuosity, moderately calcified and 70% stenosed. The 2.0x200mm armada 14 percutaneous transluminal angioplasty (pta) catheter was advanced to the lesion without any resistance. However, during the second inflation to 8 atmospheres the balloon lost pressure. The balloon did not inflate above nominal pressure. An issue with the inflation device was suspected but after the inflation device was changed, the same result was obtained. The armada catheter was removed and was tested on the table, the catheter did not have a leak, it simply did not inflate. A different balloon, brand was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.